Manufacturer narrative:
Age, weight, and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed from the patient's left eye during the initial procedure due to a loading issue, folding issue, and iol torn. Micro cutter and grabber were used to remove the lens. There was no incision enlargement. It was reported that the patient did not have any complications while in the operating room, but it is unknown how the patient was after leaving the operating room. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: mar 10, 2022. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the intraocular lens (iol) was received torn and cut in half. The lens was cleaned and, no further issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation complaint issue "iol torn" was confirmed (folding issues and loading issues not confirmed); however, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.